Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was not evaluated as an evaluation was not requested by the user facility, and they reported the incident was not related to a device malfunction. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot had dropped. There was patient involvement, but there was no consequence or impact to the patient.